Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. Investigation summary: exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) 31gx8mm bd pen needle in an open shelf carton from lot# 7045773. The consumer reported that when using a unit the drop did not come out. The returned pen needle was examined, then tested for flow using a test pen injector. The pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter: patient indicates that a needle from a relatively new box failed when testing a device the drop did not come out so it was changed.